Manufacturer narrative:
(B)(4). It was reported that a battery was not recognized on the controller power port 1 and leds would not illuminate on the battery. Two controllers (B)(4) were returned for evaluation. Two batteries (B)(4) were not returned for evaluation. Review of the devices manufacturing records confirmed that the associated controllers and batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed functional testing but failed visual inspection due to a loose power port 1 connector. An attempt was made to replicate the issue by manipulating a batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors. Log file analysis for (B)(4), did not reveal any anomalies during the reported event date. Log files for (B)(4) were submitted; however, they don't cover the event date. The reported event of leds that not illuminate on the battery could not be confirmed as the two batteries were not returned for evaluation. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other products involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 02/28/2017. Not returned to manufacturer. Device MFR date: 02/28/2016. (B)(4) - battery / catalog number 1650de / expiration date:09/30/2015. Not returned to manufacturer. MFR date: 09/30/2014. (B)(4) - controller / catalog number 1407de / expiration date:11/30/2015. Not returned to manufacturer. MFR date: 11/30/2014. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The instructions for use (IFU) and patient manual also include a reference guide for both visual and tone alarms including potential causes and actions to take. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient reports one battery was not recognized by the controller on port 1. The same event happened with a different battery on the same port 1. In addition, pressing the battery icon on the battery did not light up the led's on the battery. The patient was asked to come to the hospital. The clinical specialist also came in to assess the controller. Assessment of the controller showed a loose power port on port 1. Upon check-up of the back-up controller ((B)(4)), it was observed that port 1 of this controller was also loose. The patient did not use excessive force when trying to connect the battery and the controllers were not dropped. The site also reported power switching when connected to the primary controller ((B)(4)). Upon inspection by the clinical specialist of the of the batteries, all lights were functioning accordingly and battery capacity lights were correctly displayed on the battery charger. A controller exchange was performed with no reported consequence or impact to the patient and the back-up controller and the two batteries were replaced. The events did not reoccur. No further information was provided.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.